Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2t surgery, the end cap standard could not be inserted into the t2 tibial nail. The surgeon tried to insert the other end cap to the nail, it also could not be inserted fully and it stuck in the middle. The surgeon finished the surgery as it is. There is no adverse consequences to the patient at present.